Manufacturer narrative:
D9, h3= per the medwatch report, the device is available for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received via medwatch mw5101055. Resistance was encountered upon withdrawal of the wire guide. Fluoroscopy was used, and multiple attempts were made to remove the wire, using sheaths and a catheter. The wire separated after several retrieval attempts, leaving the tip in the patient. A venotomy of the brachial vein was performed to remove the tip of the wire, and the vein was repaired.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during placement of a PICC line in the right arm, the wire included in a micropuncture transitionless pediatric access set separated in the patient upon removal of the device. Resistance was encountered upon withdrawal of the wire guide. Fluoroscopy was used, and multiple attempts were made to remove the wire, using sheaths and a catheter. The wire separated after several retrieval attempts, leaving the tip in the patient. A venotomy of the brachial vein was performed to remove the tip of the wire, and the vein was repaired. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. One relevant non-conformance was recorded; all non-conforming product was scrapped, and there are 100% inspections in place to capture this non-conformance. There have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which caution, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. It is unknown if the device will be returned. Occupation = radiology director. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during placement of a PICC line in the right arm, the wire included in a micropuncture transitionless pediatric access set separated in the patient upon removal of the device. The patient was taken to surgery later the same day for successful removal of the wire fragment. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.